Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated or confirmed. The device was able to power up and passed all tests using a good known "unusable battery". The device ran the program for an extended period of time with no issues occurring. No fault found with the pump. Smiths medical will not replace "unusable battery" onsite. Recommended to contact smiths medical support group regarding "unusable battery". The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: correction h6: event problem and evaluation codes.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated or confirmed. The device was able to power up and passed all tests using a good known "unusable battery". The device ran the program for an extended period of time with no issues occurring. No fault found with the pump. Smiths medical will not replace "unusable battery" onsite. Recommended to contact smiths medical support group regarding "unusable battery". The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "unusable battery, pump will not run" alarm. No adverse patient effects were reported.